Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had a communication issue. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had not been communicating and the main half-height drawer 2.1, row b cubies were failing. The field service engineer (fse) found the system powered off and reseated drawer 2¿s row board connectors. Despite this, row b in drawer 2.1 remained off the bus in hardware test application (hta). After unseating cubies, powering down again, and cleaning/reseating all row tray connectors, hta passed. The customer then completed medication inventory and proactive inspections. The system functioned as intended after the field service engineer repaired the device.